Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6). Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most occurred due to a faulty universal plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The issue was found during set up / inspection for use. There were no reports of patient involvement.